Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient called and stated that his recharger was getting very hot to the touch when he attempted to recharge his implanted device. Contributing factors were unknown. The patient inspected the wiring and nothing looked frayed or broken, however, near the recharging pad the wiring looked as though it was kinked. The rep asked the patient to let the recharger cool down, and instructed them to call patient services to request another recharger. No symptoms were reported. Additional information was received from a patient. It was reported that they tried to charge their implantable neurostimulator (ins) on (B)(6) 2020, as they had to charge every day, when they noticed that the recharger was hot. The patient stated that there were exposed wires coming out of the recharger paddle/donut end and that it was so hot that they could barely hold it. It was further noted that the patient was unable to hold the recharger because it was so hot. No circumstances were reported that may have led or contributed to this event and troubleshooting was not performed. The repair department was contacted and a replacement recharger was requested. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a "no device found" message and the device was scrapped after failing at plexus and bench testing. Analysis noted that no wires were coming out of the donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.